Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a type 1 endoleak. It was reported that approximately 16 months post index procedure, patient presented to the hospital with a back pain, a CT was performed where a endoleak type 1b was noted. Event was treated with a valiant navion covered seal. As per the physician, cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.